Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging that the pump delivered unprogrammed primes. The reporter reportedly contacted anm from the patient's school. According to the reporter, the patient was shaky and went to his teacher. He told the teacher that he felt like he was going to pass out. The patient was taken to a school nurse where he was treated with juice and food. The reporter indicated that the patient's blood glucose (bg) level had dropped to "39 mg/dl" at 11:03 am. At the time of contact with anm, the patient's bg level had increased to "110 mg/dl" and he was feeling fine. A review of the pump's prime history revealed the following primes for (B)(6) 2012: 8.3 units (9:33 am), 3.4 units (9:08 am), 4.3 units (8:23 am), and 5.4 units (7:52 am). The patient denied that he programmed the primes or pressed any buttons during the time of concern. The reporter denied that the keypad was damaged. The reporter indicated that the patient was already disconnected from the pump. She was advised not to continue using the device. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a low bg level suggestive of severe hypoglycemia and received treatment from a nurse. The reporter also alleged that the pump delivered insulin via unprogrammed primes.

Manufacturer narrative:
(B)(4): on testing, before priming the pump, the pump displayed the appropriate warning. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. No un-programmed primes occurred during the investigation. On testing of the keypad, all the buttons responded appropriately. The keypad cover was removed for investigation and did not reveal any evidence of contamination, defect or misalignment of the button contacts. Investigation could not confirm or duplicate the complaint of un-programmed primes.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.